Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that one month earlier the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited spikes in the shock impedance from 0 ohms to greater than 200 ohms. The shock impedance measurements then went to consistently greater than 200 ohms in all sensing vectors. The patient was brought into the office and the shock impedance measurements were also greater than 200 ohms in all vectors. The patient reported moving to a new home around the time the out of range shock impedance measurements started. Further review of the shock trend data found that impedances were stable in the 50 to 60 ohm range until the 0 ohm measurement was seen. Boston scientific technical services (ts) was consulted and suggested an x-ray along with the possibility of delivering 1.1. Joule and maximum energy shocks to test the lead integrity. The field representative noted that a chest x-ray did occur and the patient was referred to another physician. The x-ray and measurement data were hand delivered to the new physician, however the field representative has not been consulted for follow up and further management plans on the lead and device. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and right ventricular (rv) lead was surgically abandoned due to continued high out of range shock impedance measurements. No additional adverse patient effects were reported. The conclusion code was also updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.